Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator, indicating that there was a primary alarm failure. The remote service engineer (rse) was informed by the customer that there was a primary alarm failure and the customer stated they saw error codes 1102 and 5021. The customer was provided a quote for onsite service and the replacement parts speaker assembly (453561511921) and cpu pcba (453561537241). We are unable to confirm the final disposition of the device because the customer rejected the quote, refusing service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.